Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 24-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. This patient had come back once before for a consult because she kept on having bleedings. The gynecologist then hysteroscopically cut off the coils of the essure in the cavum. The gynecologist is not open for contact. The patient will come back for another consult with the gynecologist. Follow-up from 10-dec-2015: product technical complaint investigation result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2015 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she kept on having bleedings (interpreted as genital bleeding). The gynecologist then hysteroscopically cut off the coils of the essure in the cavum. The patient will come back for another consult with the gynecologist. The event genital bleeding is serious due to its medical importance and listed in the reference safety information for essure. This case was reported with limited information. Considering that genital bleeding may occur with essure therapy, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since an intervention was performed. Based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.